Manufacturer narrative:
Date of event, updated. Month and year of event have been provided, day is unknown. Describe event or problem, device evaluated by manufacturer and event problem and evaluation codes: updated. One device was received. Started with a visual inspection, no anomalies noted. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The pump circulates water, but the stream is very weak confirming the customer complaint. Root cause is a faulty pump. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2014 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. The device is not needed and will be scrapped.

Event description:
Received 9-feb-2023. It occurred while being set up for use. No affect to patient was reported.

Event description:
It was reported that the warmer turns on but the pump does not run properly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event and UDI are unknown, no product information has been provided to date.